Event description:
It was reported by the rep the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the atb35 was closed and fired on the infundibulopelvic ligament. After firing the device jaws would not open, even after the closing and firing handles returned to their original positions. A triangular cut and cautery device was used to cut the atb35 free. The device still has tissue lodged in the jaws. There was no consequence to the pt.